Manufacturer narrative:
Information added/updated to section b4, d9, g3, g6, h2, h3 and h6 (component code, type of investigation, investigation findings, and investigations conclusions) h6: type of investigation: analysis of images and labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for device not completely de-aired during flushing and preparation was confirmed via air visualized in provided imaging. The guide sheath used during the procedure was returned for evaluation. No manufacturing nonconformances were found with the returned guide sheath after performing functional evaluations and leak testing. Potential root causes may include variations in execution of de-airing steps or air introduced from a non-pascal source. However, a root cause was unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in the mitral position. During the procedure, air was introduced into the patient who experienced st-elevation. The patient was under general anesthesia, with no saline drips or pressure monitoring devices connected to any handles. After providing the guide sheath (gs) transeptal and the physician removed the wire and introducer, the left atrium and ventricle were filled full of small air bubbles. Physician immediately closed the back of gs handle by his thumb and aspirated with a 50 cc syringe. Even in this stage physician could aspirate more air than blood. The patient subsequently experienced st-elevation, however no further action or treatment was required as it was resolved. It was decided to pull the gs to right side and exchange it, and the second gs worked well as normal. According to medical opinion, the amount of air present was greater than typically expected. Optimal regurgitation reduction was achieved. The patient's final outcome was stable condition.